Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6) 2020 due to high blood glucose level of 600 mg/dl. The customer was advised by the doctor not to use the insulin pump. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump passed self test. The insulin pump will not be returned for analysis.